Manufacturer narrative:
An event regarding a crack/fracture involving a ceramic head was reported. The event was confirmed following visual inspection. Method and results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), the review noted that the head was fractured. Based on a visual inspection of the returned fragments, approximately 90% of the head was returned for analysis. The devices were evaluated with the aid of a stereomicroscope at magnifications up to 50x. Typically these types of fractures are a result of multiple fracture origins. Secondary chipping was observed on a majority of the fracture surfaces and therefore the locations of every fracture origin could not be determined. The examination of the fragments revealed a generally longitudinal fracture pattern. This type of pattern is created by hoop stresses generated by the wedge- effect of the stem trunnion. The fracture pattern is consistent with the application of the device and its morphology is consistent with an overload fracture, with the crack propagating outward from the taper. The female taper surfaces of the fragments were examined for evidence of a continuous metal transfer markings and could not be confirmed due to damaged and missing head fragments. Continuous metal transfer markings is a likely indication that the trunnion was not properly seated in the taper. Sem analysis was not performed as there were no features on the primary fracture surfaces that would provide any more information on the initiation of the fracture. A material analysis has been performed. The report concluded: the ceramic head was fractured. The location of the fracture origin could not be determined due to secondary chipping on the fracture surfaces. The liner contained abrasion and scratching damage on the articulating surface and distal rim of the shell, consistent with contact with the stem and head fragments. No material or manufacturing defects were observed on the device features examined. -medical records received and evaluation: a review of the provided information by a clinical consultant noted: the stem has adequate size and position with stable bone ingrowth in the femur. The cup has adequate size and position regarding inclination and anteversion with stable bone ingrowth. [...] No obvious issues are evident from the x-ray other than the ceramic fracture. Frequently cup malposition with impingement and subluxation are principal contributing factors to such problems but this does not seem to apply to this patient.[...] -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the medical records by a clinical consultant concluded: more clinical information and radiological information (better x-rays including a proper lateral hip x-ray) might help to better understand the factors contributing to this failure although the mar confirms this pi case would not be device-related. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Hip revision due to fractured alumina head. The revision was a head/liner swap.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Hip revision due to fractured alumina head. The revision was a head/liner swap.